Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The low power supply voltage on gib board was suspected to be the cause. The ps1 was evaluated, cleaned and reseated. The p8 component on power motor relay board, p4 and p11 components on interface board, and p5 component on backplane were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed communication error. As a result, the system was unable to perform fluoroscopy. There is no report of injury or death associated with this event.